Manufacturer narrative:
PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a renal stone extraction, when the user attempted to use the handle to close the basket of a ngage nitinol stone extractor, the basket would not move/close. The procedure was completed using a new ngage nitinol stone extractor. It is unknown if the device was tested before use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during a renal stone extraction, when the user attempted to use the handle to close the basket of a ngage nitinol stone extractor, the basket would not move/close. The procedure was completed using a new ngage nitinol stone extractor. It is unknown if the device was tested before use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded. One other complaint was reported for this lot number, reported under manufacturer report # 1820334-2022-00969. Because the device was not returned, it could not be determined if these two events were related. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.